Event description:
It was reported that the ems operator was allegedly injured while operating the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.